Event description:
It was reported "patient had hypoglossal nerve injury after procedure." Additional information received states "there was not a reported issue with the device itself." The patient's current condition is reported as "unknown". Further information was requested from the customer; however, no response has been given at this time."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient had hypoglossal nerve injury after procedure." Additional information received states "there was not a reported issue with the device itself." The patient's current condition is reported as "unknown". Further information was requested from the customer; however, no response has been given at this time."

Manufacturer narrative:
Qn #: (B)(4).